Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported bipolar fenestrated grasper. Evaluation of the first provided image visual inspection shows a bipolar fenestrated grasper in which the pulley is partially broken/damaged, the cable puck of the bipolar fenestrated grasper is dislocated, and one of the jaws of the bipolar fenestrated grasper is broken. In the second image, the broken jaw part of the bipolar fenestrated grasper and the partially broken pulley piece of the bipolar fenestrated grasper is shown. Further evaluation of the reported bipolar fenestrated grasper is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in the final supplemental report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hiatal hernia repair procedure, at the time of dissection, the white plastic part of the bipolar fenestrated grasper (bfg) broke. One side of the jaw and part of the plastic end effector fell into the patient¿s cavity. The team performed the broken instrument procedure, the components were retrieved, and a new instrument was inserted to resolve the issue. There was no patient injury.